Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the act button on the insulin pump was not working. Customer's blood glucose was 159 mg/dl. Customer reported the device was exposed to sweat, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer initially called about no delivery alarm. The infusion set was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.